Event description:
Boston scientific was notified of an event in which a pt was treated with a neuroform2 microdelivery stent in 2005 for a basilar tip aneurysm. The stent placement procedure was uneventful. The following month, the pt returned for the aneurysm coiling portion of their treatment. During the aneurysm coiling, the treatment was complicated by fatal intraprocedural rupture of the aneurysm. One of the coil loops appeared to extend beyond the expected margin of aneurysm. The pt subsequently was brain dead due to subarachnoid hemorrhage.